Event description:
A company representative reported the system switched off incorrectly during a preventive maintenance action. Upon power shut down, the system did not shut down, but it instantly turned black. There was no system message displayed. The battery did not keep power. There was no patient involved. The facility did not notice this event before.

Manufacturer narrative:
A sample was received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The battery, power module was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. A battery, power module was received for evaluation. A visual assessment of the returned sample revealed that the battery pack was previously cut open and taped back. Due to the damage observed on the returned sample, functional evaluation was not performed. The root cause of the reported event can be attributed to a nonconforming battery, power module. However, how or when the part became nonconforming cannot be determined conclusively.